Event description:
Related manufacturer reference number: 2017865-2022-10693. It was reported that the patient presented to the clinic remotely for a follow-up. Upon interrogation, it was noted that the atrial lead exhibited noise and right ventricular lead exhibited noise oversensing causing pacing inhibition. No intervention was performed. There was no consequences to the patient.

Manufacturer narrative:
Further information was requested but not received.

Manufacturer narrative:
Further information was requested but not received.

Event description:
Related manufacturer reference number: 2017865-2022-10693 new information received notes that both atrial lead and right ventricular lead were capped and replaced on 20 may 2022. The patient was stable in condition.

Event description:
Related manufacturer reference number: 2017865-2022-10693.

Manufacturer narrative:
Additional complaint codes added in h6 as it was noted that both right atrial and right ventricular leads exhibited insulation anomaly.